Event description:
The competitive rv lead became dislodged. While repositioning the lead, the physician had difficulty removing the lead from the header. The physician believes the set screws were stripped and requested a different device. This device was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status "ok". The device was implanted for 1 month. The inspection of the pacemaker's memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.